Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a 27mm perimount valve implanted in the mitral position and a 23mm perimount valve implanted in the aortic position underwent a double valve-in-valve replacement after an implant duration of approx. Two (2) years and two (2) months due to stenosis. A 26mm sapien3 valve and a 23mm sapien3 valve were implanted within the existing mitral and aortic surgical devices, respectively. The procedure ended successfully. The implant date is known only as "2019". Therefore, (B)(6) 2019 is being used to calculate the minimum implant duration. 2022-05686-01 opened to capture the viv in the mitral position. 2022-05686-02 opened to capture the viv in the aortic position.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Event description:
Edwards received notification that this 79-y-o patient with a 27mm perimount valve implanted in the mitral position and a 3300tfx23mm valve implanted in the aortic position underwent a double valve-in-valve replacement after an implant duration of three (3) years and four (4) months due to degeneration leading to hypomobility and stenosis (gradient (peak / mean mmhg): 39/25 mmhg). The patient presented with dyspnea before the procedure. A 26mm sapien3 valve and a 23mm sapien3 valve were implanted within the existing mitral and aortic surgical devices, respectively. The procedure ended successfully. The patient was discharged home. The implant date is known only as "2019". Therefore, 31dec2019 is being used to calculate the minimum implant duration. [2022-05686-01 opened to capture the viv in the mitral position]. [2022-05686-02 opened to capture the viv in the aortic position].

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2.